Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section: patient data - height 130 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the progav valve. The patient underwent a shunt system implantation on (B)(6) 2015. Later, the valve was noted to be over-draining and not adjustable. The valve was removed on (B)(6) 2019. Additional information was not provided. Associated medwatches: 3004721439-2019-00104, 3004721439-2019-00103 (this report - progav valve).

Manufacturer narrative:
3004721439-2019-00104, 3004721439-2019-00103. Associated medwatches manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed in an unidentified liquid in a plastic container. No significant deformations or damage of the valve were detected during the visual inspection. The housing was subsequently measured and indicated the presence of a deformation; -0.045 mm, and outside the tolerance. Permeability test- this test indicated that the valve is permeable. Adjustment test - the test showed that the valve is not adjustable throughout the normal range. A defect of the brake was detected. Braking force and brake function test - this was tested and showed that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Computer-controlled test- to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke testing apparatus which simulates a cerebrospinal fluid (csf) flow. Due to the compromised brake functionality, a controlled test was not possible. Results - after the tests, we dismantled the valve. Inside, we have not found deposits. However, we suspect that the deformation of the housing surface could have led to a failure of the braking function. The cause of the deformation and resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example, too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.